Manufacturer narrative:
Manufacturing and quality control data: the valve was manufactured by a qualified employee in february 2017. Abnormalities during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The prosa valve has a nominal pressure rating of 0 to 40 cmws. The valve specifications after closing the valve for 5 ml/h or. 50 ml/h flow, for set pressure range 0, 20, 40 cmh2o were fine. The valve was inspected as article fv724t. All parameters (opening pressure, reflux, tightness, adjustability and brake function) have been inspected and signed during the manufacturing process. All parameters have been assessed as ok. Before release the prosa was pre-adjusted to pressure setting 20 cmh2o. Optical inspection the first step of our investigation is the optical inspection. We could detect any obvious deformations on the prosa valve, see picture 2. Pic: 2 deformation on the membrane the measurement of the parallelism has confirmed the deformation. The measured value was with -0,0640 mm this outside of tolerance (tol. +/-0,02 mm), see picture 3. Pic 3, valve outside the tolerance 3.5. Permeability test to proof the penetrability we carried out a permeability test. This test was carried out at a hydrostatic pressure difference of approx. 20-30 cmh2o in the flow direction. The investigation has shown that the prosa valve was permeable. Adjustment test. Our adjustment tests are carried out with the standard prosa adjustment and measurement tools and check mate as well. The valve is adjusted from 0 up to 40 cmh2o in steps of 4 cmh2o and down again in the same way. It was found out that it was possible to adjust the valve in all pressure ratings. Braking force and brake function test. To measure the braking force we have investigated the valve with a braking force apparatus. Here, it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The investigation of the brake function has resulted that the brake function is full in place. The braking force is despite deformation inside the accepted tolerance. Result in the visual inspection of the valve, we could detect any apparent damage. The investigation of the parallelism confirmed showed also a deformation. To investigate if the assumed blockage has affected the product performance we performed a permeability test. The test results that the prosa valve was penetrable. Moreover, it was possible to adjust the valve in all pressure ranges. To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the brake function is present. Also the braking force is inside the accepted tolerance. Given the fact that during the treatment with shunts the following complications may arise: infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/under drainage1, we decided to dismantle the valve. Inside the valve we found slight deposits, see picture 4. Pic 3: valve with deposits based on our test results, we can not to confirm a total blockage of the prosa, maybe the deposits inside the valve could have affected the function in the past. But at the time of delivery there is no failure detectable with this prosa valve.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there is blockage of the shunt.